Event description:
It was reported that there was air in line while infusion during testing. No patient injury reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage; all was intact. There was evidence of the reported problem recorded in the event history log. The customer reported problem was verified/duplicated. During the investigation, the air detector failed to pass using 50ml cassette during functional test. During visual inspection, it was found that the air detector was damaged; and it was hypothesized that this may have been the probable cause for the inoperable air detector and also the cause of the reported problem. For corrective action the air detector was replaced. The root cause of the reported problem was traced to the customer. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: h4: mfg. Date. 28-feb-2018.